Event description:
It was reported that the device reached elective replacement indicator (eri) in under 4 years and exhibited unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 694975, implantable tachy lead, implanted: 2006-(B)(6), product ID 507652, implantable pacing lead, implanted: 2001-(B)(6). (B)(4).